Event description:
Per the clinic, the patient was prescribed rocephin (dosage not reported) to treat swollen and sensitive area around the coil site. Per report on (B)(6) 2013 symptoms have resolved. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.